Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to instability. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. No revision has been reported.